Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller is calling on behalf of a patient (pt) and is asking if a manufacturer representative could come to their office to evaluate the system. The caller states the pt indicated they are in a lot more pain and 'hasn't had it serviced' (the ins). The caller states the pt 'doesn't know a lot about what's going on' but the pt thinks the system is not working. The caller does not know if the pt has been charging their ins. Agent provided nas number and redirect to nas to reach local rep. Agent advised pt bring all externals to this appointment. Additional information was received from the patient. When asked for the cause of the system not working and having pain, patient stated, "I'm dont no it quit working in me about 4 mo. Ago. " the healthcare provider (hcp) is supposed to check it out on may 5th. Issue is not resolved. "It may work about 2 or 3 min or second then it worked no more." Additional information was received from the patient. Patient reported they will take it out july 24th.